Event description:
Technical services received a call on (B)(6)2011. Caller stated that they did isometrics and impedance increased from 600 to 1200 ohms on this ra lead. Caller documented loss of capture on ra lead and increased output. Patient reports no symptoms. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).